Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo device active exhalation verification failure. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at a third-party service center, ventilator inoperative error codes were discovered in the event log. The device's machine flow sensor was replaced to address the issue. Additionally, a ventilator service required error was discovered. The device's oxygen blending module subassembly was replaced to address the issue. Not related to the above issues, the device's system board was replaced to address the issue of an error code related to voltage fail.

Event description:
The manufacturer received information alleging a trilogy evo device active exhalation verification failure. There was no harm or injury reported. The device was not in patient use. The device has been returned to a third-party service center, but evaluation has not yet begun. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the service center's investigation is complete.